Event description:
It was reported that before a tka procedure, the camera was taking a long time to warm up (it's becoming longer within the past few months). A warning "camera infrared lamp is not working properly. This may result in limited field of view" also appeared. The machine was rebooted several times to be able to complete the booting cycle and start navio. There were no delays in the procedure. No other complications were reported.

Manufacturer narrative:
The device intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the camera and failure mode(s) "system hardware fault" identified similar events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.